Event description:
It was reported that during a thyroidectomy of a female, the cuff of the emg tube either blocked the patient's main airway at the beginning of the case or the cuff was herniated. Subsequently, the patient was unable to ventilate and produce any endotracheal co2. The patient's intraoperative stats were dropping, so a mask was required to bring the patients stats within norm. The procedure was completed with another emg tube. The patient experienced pneumothorax, but is ok now. The event date is unknown, but it occurred approximately 18 months ago.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore, no evaluation could be performed. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.